Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during knot tying during a skin lesion excision. 4 absorbable sutures of the same lot number broke. These sutures had been opened or removed from the packaging for less than 5 minutes. Another suture was opened and used, without incident to resolve the issue. There was a patient involved in this event but there was no injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one hundred-sixteen devices. Visual and tactile inspection noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.